Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets cannula bent events on 09-mar-2024. The events occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level was high (specific values was unknown) and the patient was treated with correction injection via multiple daily injection (mdi). The insertion site was upper buttocks. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02364- device 2 of 2.